Event description:
It was reported to st. Jude medical that the physician was having difficulty interrogating the device. It was observed that the device was pacing at 11obpm. Based on the known crystal oscillator anomaly, the decision was made to explant the device.